Manufacturer narrative:
The o-ring was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. However, the manufacturer is aware of this issue and has initiated an internal investigation to evaluate these types of issues. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Therefore, the exact root cause could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per instructions for use (IFU) outlines proper surgical procedure in attaching sewing ring. A sewing ring attaches to the myocardium and allows for pump orientation adjustments intraoperative. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard. The o-ring makes a seal on the pump and the sewing ring. The second implant kit ((B)(4)) where the o-ring was used to successfully complete the procedure, was returned to heartware on (B)(4) 2015. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the physician "inserted the lvad into the sewing ring via the left anterior lateral thoracotomy incision and secured it by tightening the sewing ring screw in the usual fashion." "It was noted that there was bleeding around the pump inflow cannula." "The pump was removed and it was noted that the o-ring had split and was no longer functional." "A second lvad implant kit was gathered and the o-ring was removed from this pump and applied to the original lvad pump." "The original lvad was then re-inserted through the sewing ring into the patient's left ventricle, this time without incident." "The case was successfully completed and the patient remained hemodynamic stable throughout the time period involved." It was said that an "additional 10-15 minutes of bypass was added to case due to replacement of "o" ring."it was stated that "unfortunately the failed o-ring was disposed of before this manufacturer representative could obtain it from the sterile field." "At end of case patient was transferred to the cv-ICU for recovery." No additional information provided. Investigation is ongoing.